Event description:
It was reported that the pt's pump and catheter were removed due to infection. The pt is scheduled to receive a new system in 2008. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the pump contained preservative-free morphine and clonidine. The onset/diagnosis of the infection was (B)(6) 2008. The patient did not have meningitis. The patient experienced fever, redness, drainage and incisional wound opening. The primary location of the infection was the device pocket, a culture of the device pocket was obtained. No organisms were cultured. The patient was administered oral antibiotics and the infection resolved. No drug withdrawal was reported. The reporter indicated that the patient had healed acne scars at the incision site.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient had swelling associated with the infection. The patient experienced some nausea initially related to drug withdrawal corrected information: the culture was reported to be positive for staphylococcus.